Manufacturer narrative:
The impella lp2.5 was discarded following removal from the patient; consequently an evaluation of the pump at issue could not be performed. The 13french introducer was also discarded following the event. A console data log analysis was not included in this report because data logs are not relevant to this failure mode. Without the device or sheath returned for investigation the cause of the femoral artery damage could not be determined. A manufacturing review was done, which revealed that there were no material review reports or reworks that apply to this failure mode. In addition, a review of the device history record was performed and it did not reveal any complaints against this lot of impella lp2.5 pumps. A manufacturing review was also performed for the 13fr introducer that had been from lot number q1170970. This lot had passed incoming inspection. There were no complaints for any other introducers in this lot. The root cause of this event could not be determined and no corrective action has been recommended because the evaluation has not been performed. The failure is determined to be medium risk index due to low occurrence and moderate severity (occurrences = 13, usages = 4306, rate = 0.3%). Internal reference: (B)(4).

Event description:
The complainant reported the clinicians were placing an impella 2.5 in a (B)(6) male patient weighing (B)(6), and who was (B)(6). The patient was reported to have a complex coronary anatomy with a diverse mid to high degree of stenosis. The device was placed via the left femoral artery that had been measured at 9mm. Implantation of the device was difficult due to femoral arterial kinking and slight calcification of the arteriotomy. The revascularization procedure was unable to be completed due to coronary kinking and very high dense plaques. During the procedure the patient showed increasing hemodynamic instability and decreasing vascular filling. The patient developed a hematoma as a result of a femoral arterial injury that occurred during insertion of the 13fr oscor introducer. Vascular surgeons were immediately consulted to repair the arteriotomy. The impella 2.5 was removed and the surgeons placed a coated nitinol stent in the left femoral artery to control bleeding. The patient was transferred to ICU for further treatment and observation. During follow up-treatment the patient received 4 units of red blood and required surgery for repair of the injured vessel and hematoma removal.